Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hypoglycemia and seizure.

Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The sensor was inserted into the arm, which is off-label usage of the device, on (B)(6) 2023. The patient experienced inaccurate cgm values which occurred 1 day after the sensor had been inserted into the arm. On (B)(6) 2023, the patient woke up in the morning to get changed and experienced a hypoglycemic seizure. The patient was treated by the mother with 3mg of baqsimi glucagon nasal spray and emergencies were called. The patient was brought to the hospital by the paramedics, but it was stated that no further treatment was necessary anymore and that the patient was discharged by 11am on the same day. At an unknown point during the event the cgm was reading 4.1 mmol/l and the blood glucose reading was 7.3 mmol/l. At the time of the report the patient was stable. Data was evaluated and the allegation was undetermined. The probable cause could not be determined via data. The reported glucose values fall within the b zone of the parkes error grid. The data investigation did not find blood glucose calibration values to compare to cgm values during the reported sensor session or the calibrations during the reported sensor session were in accurate range per device specifications. No additional patient or event information is available.